Manufacturer narrative:
Exact date unknown, event occurred months ago.

Event description:
It was reported that the patients ipg was no longer working following a non device related back surgery wherein electrocautery was used. It was also noted that the patients ipg was in an uncomfortable position. The patient underwent an ipg explant procedure. The explanted ipg was not returned as it was not released by the medical facility. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).